Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced arrhythmia storms and suspected ineffectiveness of the programmed shock when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. There was suspicion that the ICD intervened on the supra ventricular tachycardia and after anti tachycardia therapy delivered the arrhythmia degenerates to ventricular tachycardia. The ICD was reprogrammed and the patient remains hospitalized. Further information and review was requested from technical services. No adverse patient effects were reported. Additional information noted that the patient received external defibrillation. Boston scientific technical services (ts) noted that the device was operating as expected given how it is programmed and the patient condition. Ts noted that any programming recommendations would be dependent on how the physician wants to manage these rhythms. A possible ablation was discussed but only after the programming will be evaluated.